Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose was 282 mg/dl. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.